Event description:
General report received of an unspecified number of undocumented incidents of unrestricted flows. The tubing sets were being used to deliver unspecified chemotherapeutic agent solution. It was reported that after the tubing sets were primed, the cair clamps of the tubing sets were used to clamp off the flow of the solutions. The primed tubing sets and solution containers were placed into sealed bags for storage and transport. After unspecified lengths of time prior to patient use, it was reported that unspecified volumes of solution were noted inside the sealed bags. The customer contact reported the closed cair clamps did not stop the flow of solutions. The solutions leaked from the sealed bags. There were no reported adverse effects to patients or healthcare professional and no reported delays in therapies. No medical interventions were reported. Though request, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).